Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced chest pain. The right ventricular (rv) lead was dislodged and was revised, however the following day the patient experienced perforation, pulmonary embolism and pericardial effusion. No capture, high impedance and phrenic nerve stimulation were noted on the rv lead. The lead remains in use. No further patient complications have been reported as a result of this event.